Event description:
Medtronic received a report that a pipeline flow-diverting stent mid-section was kinked and unable to open. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery c6 segment aneurysm with a max di ameter of 7mm and a 4mm neck diameter. The landing zone was 3.7mm distally and 3.4mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the right femoral artery with a 6mm diameter. Dapt (dual antiplatelet treatment) was ad ministered; preoperative dual antiplatelet therapy for one week and postoperative dual antiplatelet therapy for half a year. The angiographic result post procedure was good. It was reported that the operator planned to use a pipeline flow-diverting stent to treat a right internal carotid artery c6 segment aneurysm. The distal parent vessel was 3.4 and the proximal was 3.7. After measurement, a 350-20 stent was selected for use. After the stent microcatheter phenom27 was advanced over a guidewire to the straight segment of the m2 of the middle cerebral artery, the stent was delivered and the stent tip end was deployed continuously. After confirming there was no issue, the operator planned to pull back and anchor to the internal carotid artery c7 segment. When deploying to the midsection, kinking of the stent midsection was found. After repeated adjustments, it still could not be opened; therefore, the stent could only be fixed, the microcatheter was retrieved to cover the entire stent, and the whole system was removed together out of the body. Outside the body, severe deformation of the stent midsection was observed, and the kink could not be opened. At this time, due to excessive manipulation, the patient developed severe vasospasm; therefore, an echelon was used to pack several coils, and the treatment was ended. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). Ancillary devices include a 8f guiding sheath, navien 5f guide catheter, phenom 27 microcatheter, and synchro 2 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.